Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the reservoir lip ring was cracked and belt clip falling off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.